Manufacturer narrative:
Additional, corrected and/or changed data: a.2, b.5, h.6.

Event description:
Healthcare professional reported right side "patient went to the consultation with pain." Later physician reported "the device on the right side has a grade IV fibrous capsule linked to pain" and ""small hypoechogenic image in the right breast that could correspond to a silicone leak without evidence of capsular rupture." Device remains implanted.

Manufacturer narrative:
(B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture.

Event description:
Healthcare professional reported right side "patient went to the consultation with pain." Later physician reported "the device on the right side has a grade IV fibrous capsule linked to pain." Device remains implanted.